Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) to report that her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue started at an unspecified time on (B)(6) 2012. The patient informed the cca that she manages her diabetes with a combination of oral medication and insulin. The patient denied taking any action regarding her usual diabetes management regimen as a result of the alleged power issue. Four hours after the power issue was discovered the patient stated she developed symptoms of "vomiting, nauseous, dizziness, racing heart and tingling in the feet '. The patient stated, she was taken to the ER where her blood glucose tested at 500 mg/dl with an ER/hospital meter. The patient stated she was treated with insulin and oral medication. At the time of troubleshooting, the cca noted there was misuse to the subject meter. Replacement products were sent to the patient and the patient was asked to return the subject meter. This complaint is being reported because, the patient developed signs/symptoms suggestive of hyperglycemia after the alleged meter power issue started.